Manufacturer narrative:
(B)(4).

Event description:
Procedure: total hysterectomy and bilateral salpingoophorectomy (thbso). According to the procedure: surgeon was stitching the vault when they noticed the needle tip of polysorb suture was missing. A thorough search was done but to no avail; xray was performed but result shows no needle tip found in the abdomen. Patient was involved without injury.